Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there have been three instances in which they have calculated an insulin dose on the mobile application and delivered the amount. They then see that the amount is not logged correctly and shows a larger amount than what was actually delivered. No harm requiring medical intervention was reported. It is unknown if the insulin pen will not be returned for analysis.